Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms from his insulin pump. The customer's blood glucose levels are unk. Standard troubleshooting was performed. The customer stated he changed his infusion set, reservoir, and insulin, and that resolved the alarm. The product is not being returned. Nothing further was reported.